Event description:
Pt could not sleep, felt very uncomfortable. Could work all day and play shuffle-board in the evening with no discomfort. The dr told pt they would get used to it. At night pt would sit up and rub their chest and shoulder. Pt said when they laid down they could feel the pacemaker kick in. Dr said pt was wrong, the pacemaker had kicked in only 15 times. Pt had a test in 2/2000, the dr said the pt was ok. The tests were sonogram, x-rays and potassium. Pt died in their sleep (sitting up). The paramedics did cardiogram which showed no peaks. They said the pacemaker did not kick in. Pt was a very active person who worked every day with no problem. The nights were a nightmare since the pacemaker was put in. Pt never had trouble sleeping before.

Event description:
Add'l info rec'd from MFR 10/12/00: actros dr+, the device was interrogated at biotronik, berlin on 7/4/2000, which revealed expected battery values. The last follow-up recorded was 2/1/2000. From this date up to 6/4/2000 there was no reprogramming indicating that during this time the night program of the pacemaker was not activated. This is significant insofar as the medwatch report of 6/1/2000 indicated that the pt felt uncomfortable at night, not during the day. The pacemaker was then subjected to a complete final acceptance test and it proved to be within all electrical specs. There is no indication for a failure of permanent or intermittent nature. The unit is fully functional. The pacing system consisting of the pacemaker, atrial lead and ventricular lead is not related to the pt's death.